Manufacturer narrative:
Device analysis: visual inspection revealed that the usc had a break at 90cm from the strain relief, and 50cm of the usc was stuck inside the infusion catheter (ic). Microscopic inspection revealed that the usc appeared to have been broke at the beginning of the treatment area on the catheter. The usc was unable to be tested for the reported complaint due to the break in the catheter.

Event description:
It was reported that there was an e311 error during the initial procedure. An ekosonic endovascular device, 135x50cm was selected for use in a unilateral thrombectomy procedure. The ekos device was prepped and deployed in the usual fashion without difficulty. The catheter was placed and hooked up to all infusing fluids. Upon connection of the ekos device to the ekos cu 4.0 console, there was an e311 error on the console. Multiple troubleshooting attempts were made, but the error persisted. The ekos device was plugged into a pt3b, which experienced an error as well. The ekos device was exchanged, and the issue was resolved. There were no reported patient complications. However, device analysis revealed that the ultrasonic core (usc) was fractured.